Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a male patient was to undergo a planned ivc filter retrieval attempt procedure; however, the planned retrieval did not occur. The physician indicated retrieval was contra-indicated because the filter cone had greater than 25 percent of a clot in it. The patient had the filter implanted 10 years ago and in the last 2 years, has had chronic chest pain. Over the past 4 years, imaging had showed pe occasionally, but not consistently. The origin of the pe was unknown. The patient was placed on anticoagulants and was to follow-up in 60-90 days. The patient's condition was unknown as it was not provided.

Manufacturer narrative:
Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.